Manufacturer narrative:
The echelon-10 micro catheter was returned for analysis. No flash or hub mold were found within the hub. No damages or irregularities were found with the echelon-10 micro catheter hub. The hub and outer strain relief were returned separated from the micro catheter body and inner strain relief. The outer strain relief was removed; and adhesive was found within the hub at the connection point. The inner strain relief was found retracted over the catheter body ~1.3cm. The inner strain relief was removed completely from the micro catheter against high resistance, which is normal. Adhesive was found along the entire circumference of the micro catheter. No damages or irregularities were found with the echelon-10 micro catheter body, distal tip and marker band. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed, however the cause could not be determined. There was no damages or irregularities found with the catheter or hub, and adhesive was found within the hub and on the catheter. It appears high tensile force was used to separate the hub from the catheter; however, the cause could not be determined. The inner strain relief was retracted back ~1.3cm, indicative that high tensile force was encountered, as it took some effort to retract the rest of the strain relief from the catheter. There is an indication that the event is related to a potential manufacturing issue and a lot history record review was performed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when introducing the echelon 10, the hub broke totally. There was no force applied during the connecting of the y connector or syringe to the catheter hub. The broken hub did not have any contact with the other devices, and it was not introduced into the human body. It was indicated that all devices were prepared as per the instructions for use (IFU), and there was no patient involvement with the event. Additional information received reported that the hub broke and was totally separated from the rest of the catheter. The catheter was being introduced to a support catheter when it broke. There were no issues noted during preparation.